Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.